Event description:
It was reported that, "during the surgery, the surgeon completely inserted the rasp into the pt's femur. However, he could not completely insert the super secur fit stem into the pt's femur because it was too tight (leaving 1.5 cm). Therefore, he tried to remove the stem but could not remove too tight. Surgeon cut pt's femur lengthwise and removed the super secur fit stem and implanted eon stem and dm cables."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.